Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during an bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during the bronchoscopy procedure, the excelon transbronchial aspiration needle would not retract into the sheath. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)